Event description:
It was reported to vyaire medical that the bellavista1000 ventilator display an error message on screen: bellavista detected a user interface issue. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: com-0000025503. H10: the suspect device has not been returned for evaluation. However, log files shows unexpectedinstance ID was logged that was verified to tech. Asked vyaire tech support if mainboard needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause could not be determined. Unable to determine the failure reason. Assuming the issue resolved after updating the sw to latest version as no further updates received from the customer after further communications made by vyaire tech support team.